Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible insulin pump under delivery. The customer¿s blood glucose level was 521 mg/dl at the time of incident and the other blood glucose were 442 mg/dl and 400 mg/dl. Customer treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer state that the auto mode feature was active. The insulin pump will not be returned for analysis.